Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to performed the load fill tubing sequence multiple times. The customer successfully reloaded the cartridge and infusion set resolving the issue. Customer's blood glucose was not impacted.